Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the 4 way valve is sticking. Associated malfunction for this device: pilot valve defective.